Event description:
During attempted ptca and stent placement of circumflex artery, cypher stent dislodged from the balloon and was not retrievable. Patient required CABG. Device dislodged from balloon. Attempts to retrieve resulted in dissection. CABG was required to repair and provide blood flow to circumflex artery.